Event description:
It was reported that the customer was unable to turn the insulin pump after trying four different batteries. The customer's blood glucose was 340 mg/dl. The customer was changing out the battery before the blank display occurred. Troubleshooting was done. The customer inserted a new aaa alkaline battery, and the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Troubleshooting for high blood glucose levels was declined because the customer knew he had not bolus enough for a cake he had ate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.